Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed alarm. Customer stated they were not able to clear the alarm. Customer stated that the time clock was visible on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring: clear customer reports: there is an error occurring during rewind. The insulin pump history was download successfully using thus. Per visual inspection: device received with cracked select button at keypad overlay. Device received with minor scratched display window, case and keypad overlay. Faded serial number label and damage belt clip rails. The p-cap / reservoir locked properly. Unit passed self test. However, device alarmed pump error 38 during rewind test. Unable to perform displacement test, prime / seating test, basic occlusion test, occlusion test and force sensor test due to pump error 38. During download review no evidence found on event date to confirm customer concerns. However, further review of insulin pump history and long trace history files show on (B)(6) 2021 starting at 16:43 thru 22:05 they were 11 events of pump error 38 alarms. Device was cut open and electronic stack and motor removed. Per visual inspection it was determined the motor home switch has corrosion / contamination causing the motor sleeve to overtighten. In summary, customer allegation of receiving errors during rewind was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.